Event description:
It was reported that the device alarmed and displayed unknown error code 255.3784. There was no patient involvement..

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 255.3784 does not exist in pcu error log but error code 800.8000 was found as a reoccurring issue. Error code 800.8000 - reflashed main software, pkb, and polo. Performed preventive maintenance. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 20apr2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. ¿review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed and displayed unknown error code 255.3784. There was no patient involvement.

Event description:
It was reported, that the device alarmed. And displayed unknown error code 255.3784. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed, for the sn#: (B)(6), which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 20apr2017. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.